Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported having worn the pod for longer than 48 hours and developed a hard knot on his skin the size of an acorn at the pod site. He went to urgent care and an MRI was done to rule out the presence of the cannula being stuck in his skin. He was diagnosed with a potential infection and treated with antibiotics. The name of medication was not provided.